Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, approximately 4 months post a left articular insert revision, the patient required a synovectomy/extensor mechanism repair/allograft. The patient alleged it ¿did not heal properly¿ post insert revision and presented with persistent swelling/effusion, extensor lag and weakness. The MRI confirmed disruption of the medial retinaculum and medial extensor mechanism. The provided pre-and post-synovectomy/extensor mechanism repair x-ray images do not provide insight into the root cause of the reported event. Per the articular insert revision op-note it was mentioned that some dystrophic ossification along the medial and superior patella was excised with care taken to protect the quadriceps tendon. According to intra-op findings, approximately 8cm long dehiscence of the medial retinaculum and distal medial portion of the extensor repair was confirmed, along with a moderate amount of fibrinous exudate which was excised and debridement of hypertrophic scar and bursal tissue. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the first revision on (B)(6) 2020 ((B)(4)) the patient underwent a joint aspiration on (B)(6) 2020 and cultures were negative. He had some ongoing functional limitations with an extensor lag and some extensor weakness and a persistent effusion, this effusion seem to communicate with the subcutaneous layer and clinically there is a suggestion of disruptions of his medial retinaculum and medial extensor mechanism, this was confirmed by MRI, therefore a left knee synovectomy / extensor mechanism repair was performed on (B)(6) 2020. No additional information provided at this time.